Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The high blood glucose event occurred because infusion set fell off. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The patient stayed in the hospital for less than twenty-four hours. Patient experienced symptoms like confusion, feeling sick/unwell other nausea / dizziness. No further information available.